Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) leads had migrated. The patient underwent a scs leads revision procedure, was doing well postoperatively and the explanted devices were disposed by the facility.